Manufacturer narrative:
The customer's report of "ECG disabled" was attributed to a faulty ECG shield on the analog board. The primary side shield was replaced to resolve the report. The customer's reports of "defib fault 72 and defib disabled" were not replicated or confirmed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" , "defib disabed" and "ECG disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.